Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, no deposits were found in the progav. Result : based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the valve was able to be adjusted to all specified settings. No functional deviations could be determined at the time of investigation. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
In a comprehensive review of all complaints, this event was not reported. The failure mode of this product was described as "not adjustable". After assessment, the event was determined to be MDR reportable, therefore the original information and subsequent investigation will be submitted late. It was reported that a progav shuntsytsem (part # fv489t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the shunt system was believed to benot adjustable and the pressure setting was not correct. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 81 years, height: 160 centimeters (cm), weight: 90 kilograms (kg).